Manufacturer narrative:
Investigation summary: it was reported there is no back label on a blister pack of syringes. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show packaging blisters with no printing on the top web. This defect could occur if the printer head became clogged inducing the missing print. A device history record review was completed for provided material number 309653, lot number 0079845. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the top web printer heads was performed and they are clean with no printing issues. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 8 bd luer-lok¿ tip syringes had no back labels on them. The following information was provided by the initial reporter: "no backlabel in a blister pack of syringes".